Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer got a test failure alarm on the insulin pump. Customer's blood glucose level was 189 mg/dl. Customer stated that suddenly the entire pump reset. It wants him to change the infusion set and he does not know what that is. Customer was walking and received 6 beeps in a row and saw the alert. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer was advised to disconnect and remove the reservoir from the pump. Customer performed a self test and passed. Customer was advised to monitor the pump. No further assistance required.